Manufacturer narrative:
One device was returned for evaluation. Visual examination of the device confirmed t2 has not deployed. Further evaluation of the needle shows the actuator has been fully deployed. T2 was removed at which time the actuator sprung back into place. The t was noted to be damaged. It appears when t2 was being deployed it was obstructed in some manner causing the actuator to damage the t which resulted in non-deployment. A review of the device history records and quality records associated with this manufactured lot at the time the complaint was initiated confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During an acl reconstruction and meniscus repair the surgeon was attempting to utilize two fast-fix 360 reversed curve devices. For the first device, t1 was deployed successfully into the joint and upon deployment of t2, t2 would not release and was stuck inside the inserter needle. The surgeon was required to cut the suture to remove the needle and t2 from the patient. Consequently, t1 was left in the patient unsupported. A second device from the same lot was then used, t1 was deployed successfully, however it was noted that without actuating the actuator, t2 fell off the inserter needle and into the joint. Consequently t1 was left in the patient unsupported. The procedure was completed with a backup device on hand. The first device was returned to the manufacture for evaluation, however, the second device was reportedly discarded post-operative.